Manufacturer narrative:
(B)(4).

Event description:
It was reported the patent complained of pain and an x-ray found the compression lag screw had backed out. Revision surgery was performed to inspect screw and re-insert.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.